Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 21 mg/dl. He retested using another contour usb and received a reading of 141 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips were sent to customer. The customer used up the strips in question and discarded the bottle so further strips information cannot be obtained. No product available to be returned for evaluation.